Event description:
It was found during internal review of programming history data that the patient's generator presented a duty cycle that was below 2% on (B)(6) 2011. The event was the result of faulted diagnostics that occurred on the same date, which left the device programmed at system diagnostics settings. The settings were corrected on (B)(6) 2012.

Manufacturer narrative:
Review of the available programming and diagnostic history.